Event description:
The customer tested her blood glucose and received a reading of "hi" using her contour meter. She retested using another meter and received a reading of 241 mg/dl. The different between the readings appears to fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for eval. Replacement test strips and a new meter were sent to the customer.